Event description:
A trilogy evo device was reported to have stopped operating while in patient use. The patient was reported to require ambulance bagging and was later transported to a hospital. A sales representative went to the patient's home and set an alternate device programmed to the patient's required settings. The patient recovered on (B)(6) 2026. The sales representative confirmed a "ventilator inoperative" and "ventilator service required" alarms on the device. Device logs and evaluation are pending. Should a device evaluation be complete, a supplemental report will be filed.